Event description:
It was reported that a flo-gard infusion pump had an air in set alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The field service technician performed a visual inspection, power-on self-test and an event history log review. The reported condition was verified. The cause of the condition was determined to be an out of calibration air in sensor alarm. The sensor was recalibrated to resolve the condition. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.